Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported an inability to calibrate the etco2. There is no indication of pt involvement.